Manufacturer narrative:
(B)(4). E1: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient noticed his cgm readings were ¿unusually high¿ and after half a day the values began trending downward (no specified value was reported). No bg meter comparison was taken at this time. The patient was wearing a tandem insulin pump. Before the patient went to bed, the patient¿s cgm was reading 115-120 mg/dl. While the patient was asleep, the patient¿s wife noticed the patient was breathing fast and was pulling on the covers. The patient was not coherent. The patient¿s wife attempted to treat the patient with some chocolate pieces, but after about 5 minutes, the patient became unconscious. The patient¿s wife then gave him a glucagon injection. After a few minutes, the patient was still unresponsive, so the patient¿s wife called emergency medical services (ems). Once ems arrived, a bg meter test was done, but the specific value could not be recalled. The cgm was reading 50 mg/dl at this time. Ems treated the patient with IV dextrose. After approximately 20-25 minutes, the patient regained consciousness. At this time, the patient¿s cgm was reading 79 mg/dl and the bg meter reading was 129 mg/dl. The patient declined going to the ER. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available during the time the patient was symptomatic to search within the parkes error grid calculator. The reported glucose values after regaining consciousness fall within the b zone of the parkes error grid. No additional patient or event information is available.